Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter was replaced to resolve the reported issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of an "oil filter failure" with their sterrad® 100s sterilizer and it is unclear whether or not there was any odor/smell or smoke/haze due to this event. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury. Advanced sterilization products (asp) will continue to follow-up for additional information regarding this event.

Manufacturer narrative:
(B)(4). The investigation included a review of the device history record (DHR), trending analysis of the "oil filter failure" issue, system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the "oil filter failure" issue was reviewed from within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return and further analysis. The assignable cause of the "oil filter failure" issue is the catalytic converter. The field service engineer replaced this part and confirmed the sterrad 100s was restored to proper function after service. There was no report of odor or smell. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).